Event description:
Procedure type: hip replacement. According to the reporter: the suture cut through the pt vein and was sutured further. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4).